Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade 4. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, openings, crease fold, white calcification on the surface of the shell 20%. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge openings on radius and anterior side assessed as surgical damage.additional, changed, and/or corrected data: h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and anxiety-product/procedure.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade 4. Device has been explanted.